Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient could not connect to their (B)(6) (personal therapy manager) this morning to give a bolus for the pump, and the communicator was not connecting. The patient's communicator was charged and turned on. The patient restarted the handset 6 times, the communicator had a green light, and the handset was at 98%, but the patient was getting not found communicator. During the call, the patient reset the communicator, turned on and off airplane mode, and closed all applications but still got not found. The patient pressed switch communicator but kept getting service code 389. The patient powered off the handset and reset the communicator. The patient attempted to connect to (B)(6) and noted ever since they got the old pump removed and the new one put in (B)(6) 2025, it always lagged at 90% for 3 minutes. An agent walked the patient through clearing data and the patient was able to connect to the (B)(6) app like normal. The patient was able to deliver a bolus and would call back if issues persisted.